Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that the patient suffered from twiddler syndrome which resulted in the dislodgement of the lead previously.

Manufacturer narrative:
This report is to retract report 2017865-2016-03148, submitted on 6/23/2016. This report was erroneously submitted. Previously submitted information should be superseded to not applicable and null fields.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. The lead was repositioned without complications. The patient was in stable condition throughout the event.